Event description:
Surute breakage. Suture breakage occurred during CABG procedure with no consequence to the pt. Outcome to pt does not denote adverse event. MDR regulation of 7/31/96 requires reporting of incident once medical device family initially reported assuming incident could reccur.